Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / cervix') in a (B)(6) year old female patient who had essure (batch no. 708963,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol; norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression, anxiety, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea and migraine had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2010: left fallopian tube occlusion. Right fallopian tube patent. Unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received. Lot number and concomitant medication, condition added. Events : migration of essure device location of device : uterus / cervix, psychological or psychiatric problems condition: depression, mental anguish, infection (bladder/ urinary tract/ vaginal) type, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or change, dysmenorrhea (cramping), migraines were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus / cervix/ migration') in a 36-year-old female patient who had essure (batch no. 708963- inv ,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological injuries") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, depression, anxiety and cystitis outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general, abnormal bleeding and vaginal infection. Date(s) of removal : (B)(6) 2010 , (B)(6) 2016 (as per pfs)¿ surgical removal of coil(s) hysterectomy with bilateral salpingectomy - uterosacral vaginal vault suspension\ date(s) of insertion: (B)(6) 2010- left coil inserted, right coil failed attempted (B)(6) 2010 -right coil (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion; on (B)(6) 2010: left fallopian tube occlusion right fallopian tube patent. Unilateral occlusion (left tube occluded). Lot number 708963 is not valid. Lot number:787227 manufacture date: 2010-10 expiration date: 2013-10. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: outcome for previously reported event infection (bladder/ urinary tract/ vaginal) type, abnormal bleeding (vaginal), bladder or urinary problems or change were updated to recover. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus / cervix/ migration') in a 36-year-old female patient who had essure (batch no. 708963- inv ,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological injuries") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion was resolving, the genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine and abdominal pain had resolved and the depression, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general, abnormal bleeding and vaginal infection. Date(s) of removal : (B)(6) 2010 , (B)(6) 2016 (as per pfs)¿ surgical removal of coil(s) hysterectomy with bilateral salpingectomy - uterosacral vaginal vault suspension\ date(s) of insertion: (B)(6) 2010- left coil inserted, right coil failed attempted (B)(6) 2010 -right coil (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion; on (B)(6) 2010: left fallopian tube occlusion right fallopian tube patent. Unilateral occlusion (left tube occluded). Lot number 708963 is not valid. Lot number:787227 manufacture date: 2010-10 expiration date: 2013-10. Most recent follow-up information incorporated above includes: on 23-jul-2020: pfs received: event device expulsion outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus / cervix') in a 36-year-old female patient who had essure (batch no. 708963, not valid,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression, anxiety, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea and migraine had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: left fallopian tube occlusion, right fallopian tube patent, unilateral occlusion (left tube occluded). Lot number 708963 is not valid. Lot number:787227, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus / cervix/ migration') in a 36-year-old female patient who had essure (batch no. 708963- inv ,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological injuries") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion was resolving, the genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine and abdominal pain had resolved and the depression, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general, abnormal bleeding and vaginal infection. Date(s) of removal : (B)(6) 2010 , (B)(6) 2016 (as per pfs)¿ surgical removal of coil(s) hysterectomy with bilateral salpingectomy - uterosacral vaginal vault suspension\ date(s) of insertion: (B)(6) 2010- left coil inserted, right coil failed attempted (B)(6) 2010 -right coil (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion; on (B)(6) 2010: left fallopian tube occlusion right fallopian tube patent. Unilateral occlusion (left tube occluded). Lot number 708963 is not valid. Lot number:787227, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus / cervix/ migration') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 708963- inv ,787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 3 days after insertion of essure. In january 2011, the patient experienced pelvic pain ("physical pain / pain"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological injuries") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterosacral vaginal vault). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, depression, anxiety, cystitis, urinary tract infection, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, pelvic pain, vaginal infection, menorrhagia, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general, abnormal bleeding and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion; on (B)(6) 2010: left fallopian tube occlusion right fallopian tube patent unilateral occlusion (left tube occluded). Lot number 708963 is not valid. Lot number:787227 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abdominal pain, general abnormal bleeding were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.